Manufacturer narrative:
(B)(4). Batch # w7027k. DHR (device history review) expiration and manufacturing dates are pending. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with one jaw disengaged from the cam; this condition would not allow the jaws to collapse in order to form the clips. In an attempt to replicate the reported incident, the device was tested for functionality. In order to evaluate the performance of the device, the jaw was readjusted and in the next actuations, 11 conforming clips were fed and formed; finally the device locked out as intended. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Possible causes for the condition of the jaw disengaged from the cam may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. A manufacturing record evaluation was performed for the finished device batch w7027k number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure that they were unable to depress the closing handle to form the clips. Another like device was used to complete the procedure. There were no adverse consequences for the patient.